Event description:
Approx four yrs after original surgery, pt reportedly attempted to stand up after bending, heard a strange noise and could not stand. Revision surgery was reportedly performed due to dislocation of the acetabular component.